Event description:
The customer reported, the system would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. System operates as intended.